Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during surgery, at the moment the green reload was loaded into the device it was observed loose pushers, so the surgeon indicates changing the reload. Once technical assistant performed the change, she gave the device to the surgeon. At the moment the surgeon is performing the cut, she refers that she feels resistance in the device to complete the cut. At the moment of this incident the sales rep decides to change the device and the reload. None of both were used at last. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): drivers, cartridge. Additional information was requested and the following was obtained: please clarify what was meant by ¿loose pushers¿ on the reload? Were staple legs protruding from the reload? Was the reload missing staples? Were staple drivers exposed? Was the reload damaged? The yellow part of the reload was damaged (almost disintegrated) the analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge reload present. The cartridge was received unfired. The returned reload was disassembled in order to verify the condition of internal components and 9 double drivers were noted to be missing making the reload non-functional. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to how the drivers became missing, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the yellow part of the reload was damaged (almost disintegrated). Photo analysis: based on the photographic evidence, the event description can be confirmed for a loose pusher. Unfortunately there is not enough evidence in the photographs to determine root cause for neither the sled out of position nor the resistance that was felt with the second cartridge.